Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced esophageal perforation ("holes in the esophagus"), transient ischemic attack, air embolism, cerebrovascular accidents, seizures, and sepsis. It was reported that a patient had a cardiac ablation in 2022, re-admitted back to hospital for sepsis. Diagnosed with transient ischemic attack (tia), air embolism in brain, leakage of air traveling up into brain cavity triggering repeated strokes and seizures, three types of blood infections that could not be treated, severe sepsis, not able to verbally respond or physically move arms, hands for legs. Skin color was greyish. Oxygen withheld to limit air travel up into brain due to holes in esophagus to reduce number of strokes. Numerous testing performed.